Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a small volume infusor. After an unspecified time after the start of the medication delivery, it was observed that the device had not started the infusion as there was no flow. The device had been filled with 3500mg 5-fluorouracil and 280 mg sodium levofolinate. To resolve the issue, the device was replaced with a new one and the treatment was successfully continued. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2020-04893. All information can be found under that manufacturer report number 1416980-2020-04893. Should additional relevant information become available, a supplemental report will be submitted.